Event description:
It was reported that during the deployment of an embolization coil within an aneurysm, the implant did not detach. Upon removal the device, the coil detached partially within the microcatheter and parent artery. Approximately 2cm of coil was in the parent artery. No attempt was made attempt was made to retrieve the coil. No harm was reported.

Manufacturer narrative:
Sample analysis: the device will not be returned for analysis. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.